Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s device didn¿t seem to be working. The issue reportedly started the day before this report. The ins was reportedly at 100% and some troubleshooting was done to get the device back up and running. It was reported that the voltage was so high that when the device was turned on it knocked the patient out. The device was off at the time of the report since it was too painful in the patient¿s head. A manufacturer representative (rep) was requested by the hcp to check the device. The patient was at the emergency room (ER) at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.